Manufacturer narrative:
B3-date of event is estimated. The event of a ipg pocket site revision was reported to abbott. The ipg was reimplanted within the same pocket and buried deeper. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was re-implanted deeper within the same pocket to address the issue.